Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that high, out of range hv lead impedance was observed. It was noted that in-clinic visit and conversion tests were tried, but after six attempts of conversion test, tests were cancelled because every time patient vf converts spontaneously to normal rhythm. Lead replacement was suggested. The patient was stable.